Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that caller reports patient has frequent fall at home and no longer working. Additional information was received from the patient. When asked for clarification on the device not working they stated that they had needed an MRI and the nurse went to turn off their battery but found that it was dead. They had been having issue with their bladder but had also been having other health issue. When asked about the cause they stated that during the summer they had a couple bad falls and a lot of back issues. Their doctor determined from a cat scan that they had been having mini strokes. When asked about the steps taken to resolve the issue they stated that they went to their primary doctor and showed them their scan report and told them the results for reason of not being able to have an MRI. This issue had not yet been resolved. When asked about the falls impact on the device they stated that it was unknown and that the MRI was important to find why they kept having strokes. They didn't know how long their battery had been dead and they fear getting an infection for their battery bladder didn't work on it's own and they get to the point of uncontrol. They noted that they had cancer and it ruined their bladder. Additional information was received from the patient. They reported that they clarified the device not working as malfunctioned. Hcp wanted to do MRI but cannot due to it not functioning. Caused incontinence of bladder and making them feel sick most of the day. Hcp stated patient to get ahold of neurologist to replace before they go septic. They have no control of bladder, is more like septic already. The falls effect was unknown.